Event description:
It was reported that an asymptomatic patient presented to clinic after receiving a patient notifier alert. Interrogation of the device revealed backup vvi. A successful software download was performed. Device remains implanted.